Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 16891254. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 17613422 / 17613422.